Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had low blood glucose (bg) levels (40-60s mg/dl) for approximately one month and juice was consumed to address the low bg. The cause of the low bg was not known; however, the contact thought it may be related to the pump settings and has been in contact with a healthcare provider to discuss the settings.